Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance deploying the thumb advancer and failure to split the sheath was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use (IFU), states: do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). In this case, the reported resistance deploying the thumb advancer and failure to split the sheath appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that the arteriotomy closure was for the superficial femoral artery. The sheath did not split completely and the clip of the starclose se device was not deployed. The safety release mechanism was used to assist in removal of the starclose se device. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device via a 6fr 45cm sheath, after a below the knee percutaneous transluminal angioplasty procedure. Reportedly, massive resistance was felt and the thumb advancer of the starclose se device could not be advanced. The splitter was not able to split the introducer properly. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.